Event description:
A surgeon reported a pt with anterior and posterior segment fibrin noted immediately after uneventful intraocular lens (iol) implant surgery. The symptoms cleared with topical steroid therapy. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 1/18/2012 and 2/6/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).